Event description:
Medwatch stated: doctor stated that bovie had a flame coming out. Follow-up with the site established that this was a valleylab button-activated pencil but catalog # was unknown. They also reported that there was no pt harm.

Manufacturer narrative:
The return of the incident sample has been requested. To date it has not been received for eval. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.